Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and fecal incontinence. It was reported that they wanted to inquire about compatibility between the ins and the g4 functional electrical stim (fes) foot drop system. They reported that it stimulated the perineal nerve located behind the knee. They were unsure if the stimulation was localized to just the affected area or radiated throughout the body. The agent reviewed compatibility guidelines. The patient then said they noticed that the last couple of days they were experiencing a return of "bowel urgency" while they were on a trial for the g4 system. They didn't know if it was related to the g4 or not. The agent suggested the patient could try turning off the g4 therapy and see if symptoms subside. They said they didn't have much time left with the trial and needed to decide if they wanted to move forward with the therapy. The agent reviewed the guidelines did not speak to the g4 therapy, specifically and, therefore, had no safety testing to speak of. The agent also suggested the patient reach out to g4 to inquire about an contraindications. They said they already contacted their managing doctor who directed them to medtronic. They said they would call back if further assistance was needed.